Event description:
I have been prescribed aquasoft lenses by (B)(6) and have been wearing them for 3-4 months. I was seen by optometrist due to worsening vision. Found that I had a very bad eye ulcer on my right eye and really bad bumps/hives in my inner eyelids. "The worst" he's ever seen. They were prescribed to me.